Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was neuropathy, hypertension, and diabetes. The caller stated that the customer's ketone levels were high, had a stent in the heart, the vertebrae were starting to sag together, and the diabetes had attacked almost every organ in the customer's body, including the mouth and the gums. The caller stated that the customer might have had an infection; in june, the customer had a second degree burn on feet, from the sun had blisters and was taking antibiotics. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors, and the caller stated that they were almost certain that the customer was wearing a sensor at the time of death. The caller agreed to return the insulin pump for analysis.